Event description:
It was reported that post an iliac stenting procedure, a restenosis occurred. The express ld 8 x 27 stent was located in the iliac artery. The stenosis was treated successfully with a polar catheter. Patient status was reported as 'fine.' Additional information regarding this event has been requested, but has not been received as of the date of this report.

Manufacturer narrative:
The complainant indicated that the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.